Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Verified item lot combination and reviewed manufacturing date as returned item #: 42517000303 lot #: 64133766 exhibits signs of repeated use the post feature has fractured off all pieces were returned reference attached photographs. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Supplier DHR¿s were reviewed for deviations and/or anomalies 2 non-conformance's scrapped for set up. A definitive root cause cannot be determined. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in zrm_wa_0496_18. The zrm identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the cd tasp bottom was found fractured and unusable during decontamination. No impact on the patient, no delay in the case and no malfunction of the system during the case.